Event description:
Covidien rec'd info that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Confirmed missing segments. The user interface (ui) printed circuit board (pcb) was found to be the root cause. The ui pcb was replaced and the unit passed testing. (B)(4).